Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e2, g2. Additional information: e1(event site telephone: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp) alarming balloon stopped working. There was patient involvement and how ever there was no harm or injury reported. A getinge field service engineer(fse) stated that customer performed the repair themselves. There is no information regarding the service and no service order for technical information. The device was in clinical use after customer repair. H3 other text : user resolved the issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was alarming balloon stopped working. There was no patient harm reported.